Event description:
The dealer stated the controller is defective. Tech called into tech support but did not mention whom he spoke to. Chair symptoms were: chair bogs down and joystick shows no battery life when battery pack shows it is fully charged. Battery pack; 25.4 volts, joystick: 22.3.